Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to flattened express bolus button dome switch. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched liquid crystal display window.

Event description:
Customer reported a button error alarm. The blood glucose reading is 147 mg/dl. The insulin pump will be replaced. Nothing further reported.